Event description:
Customer called to report observing a red-tinged leak around the flowcell of the coulter lh780 hematology analyzer. Customer stated that the instrument would not generate differential or reticulocyte count test results. The field service engineer (fse) replaced the sample line on the flowcell and secured it with a sturdy collar. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The root cause of the leak is a defective sample line, which was replaced during instrument servicing for this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)